Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number : (B)(4), batch/lot number: 20276929, model/catalog description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that once the pocket was opened, leads were found twisted inside the midline incision. The patient underwent a revision procedure wherein the ipg was relocated and the leads were replaced.

Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number : (B)(4); batch/lot number: 20276929;model/catalog description: avista MRI perc lead kit, 56 cm. Additional information was received that no further information could be obtained. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that once the pocket was opened, leads were found twisted inside the midline incision. The patient underwent a revision procedure wherein the ipg was relocated and the leads were replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that once the pocket was opened, leads were found twisted inside the midline incision. The patient underwent a revision procedure wherein the ipg was relocated and the leads were replaced.